Event description:
Related manufacturer reference number: 2017865-2022-21605. It was reported that the patient presented in-clinic for follow up. Upon review, the right ventricular lead exhibited failure to capture, over-sensing noise leading to inappropriate automatic mode switch and high pacing impedance. The pacemaker bothered the patient due to pocket migration. Chest x-ray showed that the lead was dislodged and through a venogram insulation issues were noted. The lead and device were explanted and replaced. The patient condition was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported events of failure to capture, sensing noise, insulation damage, and high pacing impedance were confirmed. Fracture of the inner coils at the suture sleeve tie impression was noted at 18.1 cm to 18.4cm from the connector pin consistent with suture sleeve tie forces. Other damages noted were consistent with procedure damage.